Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 350mg/dl. The caller stated that when she got the insulin pump back, the battery cap was missing. Advised the customer that a battery cap will be sent and call back to complete testing. No further information was provided.